Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 180 mg/dl. The customer could not perform troubleshooting at the time of the report, so he stated he would call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.